Manufacturer narrative:
Medical device expiry date: unknown. Device return date unspecified. Date received by manufacturer has been used for this field. (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter on the tube of the wingset with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter on the tube of the wingset was/was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the returned sample was examined, and it was visually confirmed that the tube had a brown pollution as reported. The polluted area was observed under the magnification and it was found that the pollution was attached to the outer surface of the tube. Then, the brown pollution was analyzed and it was identified as rust. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event, was found. It was determined that the automatic assembly machines that assemble the product were not a factor in the rust on the tube. A human factor was considered.

Event description:
It was reported that tube of the bd vacutainer safety-lok blood collection set was partially discolored to brown. Sample is sent to nipro-(B)(4) directly. No injury or medical intervention reported.